Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The device was returned to the biomedical engineering department from an unspecified unit with a note that stated, "broken." No tracking information was provided; therefore specific patient information or event details were not available. There were no reports of any adverse patient effects and no reported delays of critical therapies while the device was in clinical use. The customer contact reported during testing at the user facility, a gemstar pump and a gemstar bolus cord were connected to the docking station. It was reported that after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. It was reported that the bottom right contact pin was missing from the bolus cord port of the docking station. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.